Event description:
Was performing polypectomy on clear polyp with clear pedestal (picture still to be send) the loop was well attached around the polyp. Then the small iron particle in the tip detached, maybe this was the cause for later events coagulation was between 20-40 and polyp snare did not cut. They used saline as a distension medium, although this is off label, it is often done in (B)(4). The polyp snare did not detach from the polyp and eventually they used the scissors to cut the polyp off and had to use some force to get the snare out, hence the damage done to the snare.

Manufacturer narrative:
A complete investigation cannot be made, at this time, as the product has not yet been returned to our facility for evaluation. We anticipate product return shortly and a complete evaluation will be performed. Additional information will be forwarded to FDA upon product evaluation.